Event description:
Doctor informed medtronic advanced energy account manager that he had 3 total knee arthroplasty pts who experienced calf pain post-op. Doctor noted, perhaps his technique within the posterior capsule of the knee could have been the reason. Due to the outcome, the doctor has stopping evaluating (B)(4) products.

Manufacturer narrative:
Device was disposed of by the user facility before the lot number of the device was recorded. Therefore, the device will not be returned to the MFR for investigation and the DHR/lhr cannot be reviewed due to lack of a documented lot number.